Event description:
Allegedly revised during revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. There was no complaint stated against this component. Although several attempts have been made, a medwatch 3500a was not received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00137, 00138. Please be advised: in error, this report was sent to the (B) (4) test account rather than the (B) (4) production account. It was filed at 05:33:20 pm on may 18, 2010. I am sending this to the production account to correct this error.

Manufacturer narrative:
Conclusion: no device failure. Complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.

Event description:
Allegedly revised during revision of another component.